Event description:
Possible data back of dexcom continuous glucose monitor. Error message: "someone changed your dexcom account password. (Please note tense - changed, not attempting to change). Please enter the new password on the next screen. If you think someone has accessed your account without your permission. Please call dexcom technical support at (B)(4)." This message appeared when I was trying to access my glucose data. I called today at 8:30 am and the 1st agent escalated me to a 2nd agent (B)(4) who could not definitively tell me if my data accessed by someone without my permission. He advised me to go to my computer and change my account password. He said he would escalate at dexcom internally, but offered no f/u to confirm whether or not my personal health info had been illegally accessed. FDA safety report ID# (B)(4).